Manufacturer narrative:
The reported condition of failure code 805:02 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of failure code 805:02. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 805:02. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.